Event description:
Per drive devilbiss healthcare MDR #2438477-2024-00026: drive devilbiss healthcare was notified of an incident involving a rollator by the end user's son, who reported that a pin in the front right leg broke during use causing the end user to fall to the ground and hit her head. She received a CT scan and x-rays that revealed a left broken shoulder. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.